Manufacturer narrative:
H3, h6: one footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability, conclusions, investigation and evaluation were limited. If objective evidence or relevant information becomes available the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Instructions for use incudes precautionary statements, instructions and/or recommendations for proper use of product. Per IFU: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that, after a rotator cuff repair surgery in which a 4.5mm footprint ultra peek anchor was implanted, it was found the inserter's tip fractured in the anchor by post-operative photos. The broken piece was successfully removed on a revision surgery at the same hospital the next day after the rcr operation. The current status of the patient is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.